Event description:
It was reported that there was a lead integrity alert (lia) triggered due to high and varying impedance, oversensing, and noise on the right ventricular (rv) lead. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary the full lead was returned, analyzed, and no anomalies were found. It was noted that the distal electrode was pulled/stretched/overstressed, the outer insulation had a cosmetic depression, the overlay tubing had cosmetic environmental stress cracking, and there was apparent explant damage.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.